Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. It was found that the rv lead was oversensing noise. The lead was capped and replaced on (B)(6). Patient was fine before, during and after the procedure.